Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-03999 and 3006705815-2023-04000. It was reported that the patient's ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue. The patient's leads were discovered to be fractured during the procedure, and were explanted and replaced to address the issue.